Event description:
It was reported that the syringe would not aspirate and plunger was difficult to move during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer found a syringe that would not draw insulin and plunger was difficult to move.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned one (1) 31gx6mm, 0.5ml bd insulin syringe from an open polybag from lot 9196549. Consumer reported found a syringe that would not draw insulin and plunger was difficult to move. The returned syringe was examined, then tested for flow: the syringe was unable to draw properly. A wire test was then performed on the syringe: the wire was able to pass through the length of the cannula; no evidence of a cleared blockage or residue was observed after performing the wire test. The syringe was tested for flow after performing the wire test: the syringe was able to draw and expel properly. A clog within the syringe cannula would have resulted in the syringe not being able to draw properly, as well as the plunger being difficult to move (as reported), however, the cause for the clogged cannula could not be determined because no evidence of the material blocking the cannula was observed. A review of the device history record was completed for batch# 9196549. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The root cause for this issue (clogged cannula) could not be determined because no evidence of a cleared blockage or residue was observed. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9196549. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10

Event description:
It was reported that the syringe would not aspirate and plunger was difficult to move during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer found a syringe that would not draw insulin and plunger was difficult to move.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe would not aspirate and plunger was difficult to move during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: consumer found a syringe that would not draw insulin and plunger was difficult to move.